Manufacturer narrative:
The reported complaint of "thermogard xp ivtm system (s/n (B)(4)) displayed tcmid:05 (coolant diff failure) error message" was confirmed based on the event log review, but it was not confirmed during functional testing. The root cause was intermittent electrical connections between the cooling engine (ce) wire harness and the heater, caused by bad crimping of the pin-socket terminals and butt connectors within the harness. This faulty electrical connection caused the thermogard console to display the tcmid:05 error message intermittently. Visual inspection of the thermogard console was performed and several issues were found, unrelated to the reported complaint. It was noted that the pump raceway latching lid was stripped, caused by loose and missing screws. Also, it was observed that the casters were loose, and the pivot display had missing screws. The root cause of these observed issues could be due to user mishandling. During further visual inspection, it was noted that the white rollers were worn, likely attributed to normal use of the device. All the damaged and missing parts were replaced to address the issues. The event log was reviewed and revealed multiple tcmid:05 error messages around the customer's reported event date; thus, confirming the reported complaint. Further review of the event log showed multiple tcmid:07 (coolant temp high) error messages, unrelated to the reported complaint. The thermogard system failed functional testing as the console displayed a tcmid:07 error message during the power-on-self-test (post), unrelated to the reported complaint. Investigation revealed intermittent loss of electrical connection between the cooling engine (ce) wire harness and the heater, which resulted from poor crimping of the pin-socket terminal and butt connectors. This intermittent faulty electrical connection was the root cause for both the tcmid:05 and tcmid:07 error messages. The cooling engine (ce) wire harness was replaced, and the heater pin terminals were reworked to remedy the faults. During further functional testing, after replacing the ce wire harness, the thermogard console intermittently displayed "coolant level low" messages, unrelated to the customer's reported complaint. Investigation revealed that the root cause was the defective rj-45 cable at the coolant level sensor of the coldwell reservoir. The rj-45 cable was replaced to address the issue. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard xp ivtm system (s/n (B)(4)) displayed a tcmid:05 (coolant diff failure) error message during the power-on-self-test (post). The reported issue caused a minimal delay in therapy, and another thermogard console was used to complete the patient treatment. No consequences or impact to the patient.